Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. It was reported that the patient turned off the alaris system before the nurse was able to obtain medication totals and pca request history. The nurse was unable to access pca module totals and sent the devices to biomed to download the totals. There was no patient event, and no patient harm. The biomed stated that no device malfunction occurred, and he requested assistance with obtaining pca patient history information for the 12 hour period prior to the time the system was turned off: the information requested includes: total amount of drug delivered in the last 12 hours (continuous and patient requests); number of boluses attempted; number of boluses given; total mg given (boluses); total mg given (continuous rate). The pcu event log shows the user selected a 50ml bd syringe with 49.3439ml detected at 2:07 am on 09 may 2019. The user programs a pca dose + continuous infusion of hydromorphone 10mg in 50ml (drugid 139). The user starts the infusion. The infusion ran until 12:01 pm when the infusion stopped and the syringe empty. During this period there were 15 pca requests delivered for a total of 30ml. There were 2 pca requests not delivered due to the lockout interval. The total volume recorded as delivered during this period was 49.3439ml, 30ml delivered via 15 pca requests and 19.3439ml delivered via continuous infusion. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
Case #00702251 mini log review request for shift pca totals info display board- segment dim it was reported that the patient turned off the alaris system before the nurse was able to obtain medication totals and pca request history. The nurse was unable to access pca module totals and sent the devices to biomed to download the totals. There was no patient event, and no patient harm. The biomed stated that no device malfunction occurred, and he requested assistance with obtaining pca patient history information for the 12 hour period prior to the time the system was turned off: the information requested includes: total amount of drug delivered in the last 12 hours (continuous and patient requests); number of boluses attempted; number of boluses given; total mg given (boluses); total mg given (continuous rate).